Event description:
It was reported that during an ischemic ventricular tachycardia procedure, a pericardial effusion was observed via intracardiac ultrasound after 5 hours of mapping. The pericardial effusion was discovered prior to any changes in vital signs. The procedure was stopped and pericardiocentesis was performed. Over 1 liter of blood was removed from the pericardial space and the patient was transferred to the operating room for further treatment. The physician's opinion regarding the causality of the perforation/tamponade was attributed to the length of the procedure and ablation catheter mobility. Other factor that might contribute to the cardiac perforation/ tamponade event was stated to be patient's lateral wall scar. Patient's updated health status was reported to be stable.

Manufacturer narrative:
Concomitant bwi products used during the procedure: carto 3 system: model #: m-4800-01, serial #: (B)(4). Cool flow irrigation pump: model #: m-5491-02, serial #: (B)(4). Stockert rf generator: model #:m-5463-01, serial #: (B)(4). Soundstar 3d 10f-90 catheter: model #: sndstr10, lot #.: s1068826. Regarding the biosense webster systems, the customer was contacted by bwi field service engineer. The hospital ep lab staff advised that this issue was not related to bwi systems. The customer declined system service. (B)(4). It was reported that, several hours into an ischemic vt case, a pericardial effusion was observed via intracardiac ultrasound. The involved complaint catheter was returned with the tip cut off from shaft transition leaving the wires exposed preventing the analysis of the catheter. The complaint condition could not be confirmed due to this returned catheter condition. The device history record (DHR) was reviewed and no anomalies were found related to this failure mode. In addition, DHR review verifies that the device was manufactured in accordance with documented specification and procedures.